Event description:
The complaint is reported as: "during routine use of et tube, pt inbated with the rusch tube in the ed. Nasogastric (ng) tube was passed and secured to the ett with tape at which point the ett began to kink under the added weight of the the ng tube. Patient was then reintubated as the ett would not hold its form." The patient condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). One representative sample was returned for investigation. A visual exam was performed and no obvious defects were observed. A kink resistance test and flexural test was conducted on the sample. The kink resistance test as per en iso5361:2016 was conducted on the returned device, where the tube was assembled onto the kink resistance fixture with the separation of the inflation tube against the apex of radius (40 mm) of the test apparatus curvature. The tubes and test apparatus were then conditioned in a hot back at 40c for 6 hours. The tubes and apparatus were tested by passing a steel ball with od 75% of the tube ID passed through the lumen without any obstruction. Flexural test (3-point bending test) was then conducted on the returned sample to further test the ability of the devices to resist kink. Load was applied on the tube downwards. The load applied to press the tube downwards for 10mm distance was measured. The sample passed the 3-point bending test. Based on the investigation, the complaint on tube kinked could not be confirmed. The returned representative device passed all tests conducted.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during routine use of et tube, pt inbated with the rusch tube in the ed. Nasogastric (ng) tube was passed and secured to the ett with tape at which point the ett began to kink under the added weight of the the ng tube. Patient was then reintubated as the ett would not hold its form." The patient condition is reported as "fine".